Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a voltage leak. The insulin pump passed the operating currents within the specified range and passed the off no power test. The insulin pump was monitored and tested with no low battery alert triggered. The insulin pump was programmed with the current time and date, and monitored for several days and the time and date functioned properly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, as well as an external ram error alarm. Customer's blood glucose levels at the time 6.6 mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.